Manufacturer narrative:
(B)(4). A partial lead with the distal tip measuring 51.3cm was returned for analysis. The svc conductor was noted to be separated/damaged at 25.0cm from the distal tip. The svc conductor etfe coating was abraded at this location. This is consistent with the observation from the field of hv impedance anomaly.

Event description:
It was reported that the lead was extracted and replaced with a competitors lead due to a svc impedance anomaly. No further information.